Event description:
The customer reported a malfunction alarm with the code "malf 9." There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to call back if the malfunction recurs.